Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the device misfired twice on the patient and the third attempt the clip did not close all the way. Another device was used to complete the procedure. There was no adverse consequence to the patient. There was no other information or contact available. The device was discarded.